Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv3922 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that discovery was made pre insertion of PICC. PICC appears to be completely severed, wire can be seen intact.

Event description:
It was reported that discovery was made pre insertion of PICC. PICC appears to be completely severed, wire can be seen intact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr s/l groshong catheter. The depicted region of the catheter included the proximal end. The stylet was inlaid through the catheter shaft and a t-lock assembly was attached to the stylet luer adapter. A complete break was observed in the catheter shaft near the proximal end. The inlaid stylet was visible between the two catheter segments. The break appeared irregular. A break was evident in the submitted photograph; however, inspection of the photograph was insufficient to determine the cause of the break. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) damage and contact with a sharp instrument.